Event description:
It was reported that the patient had signs of infection at the midline incision site. Symptoms of puffiness, inflammation, bloody and clear discharge were noted. Additional information was received that the patient underwent an explant procedure, wherein it was noted that there was indeed no infection. The explanted device components were discarded by the medical facility.

Event description:
It was reported that the patient had signs of infection at the midline incision site. Symptoms of puffiness, inflammation, bloody and clear discharge were noted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).